Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. The return ipg was fully recharged and passed the discharge test. It also passed all functional testing at the autotester. No root cause was identified for the reported issue

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-33393, 1627487-2020-33394. It was reported that the patient was experiencing ineffective therapy. Troubleshooting was performed, but the issue persisted. As a result, the patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-operatively.